Event description:
It was reported that a temperature alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to clear the alarm and resume insulin delivery, and with no backup therapy available, the customer planned to contact their healthcare provider. Technical support arranged for a replacement pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.